Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the roller did not work correctly when using the dermacarrier. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed slight cosmetic damage to the roller and no apparent damage to the cutter. There were incidental nicks to the ratchet head. The side plate handle screws were all tight. The test mesh was performed and passed. Functional tests: repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ratchet pin and spring. The service technician noted that no problem was found. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the test mesh passed. The device met calibration and side to side specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the roller did not work correctly when using the dermacarrier. Additional information was provided that there was impact/damage to graft harvest and an additional graft harvest was required. There was harm, injury (adverse event) to the patient and medical intervention/additional surgical procedure was required (additional graft harvest). The surgery time was extended (15-30 minutes) and the device in question was utilized to complete the surgery.

Manufacturer narrative:
The device history record (DHR) review was not applicable since the device is over a year old. Meshgraft ii, serial number (B)(4), was manufactured on april 15, 2004, is 12 years old, and has been previously returned to zimmer biomet surgical twice for service since july 2011. The last repair was march 22, 2016 where it was reported that the roller was not working correctly and the worn roller, cutter and side plates were replaced. This is not a related issue since no problem was found with the device during the current repair. No IFU or labeling issues or factors indicated. The instructions for use (IFU) ¿meshgraft ii tissue expansion system instruction manual¿ indicates the proper operating instructions. The reported event ¿that the roller did not work correctly when using the dermacarrier¿ was unconfirmed since during the initial inspection and prior to repair the device produced a complete mesh and met calibration specifications. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The device was previously returned less than a month ago for this same reported event where the worn roller, cutter and side plates were replaced. Before that the device had not been in for repair since december 3, 2012 where it was returned for preventative maintenance. During this current repair no problem could be found with the device. This suggests that the user most likely was operating the device incorrectly which could cause an unsatisfactory graft harvest. Meshgraft ii, serial number (B)(4), was tested and functioned properly. It was repaired, inspected and tested per procedure. There are no recommended actions at this time.